Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), defibrillation, and transvenous leads were explanted due to a patient infection. The patient had developed a cellulitis in their left arm contributing to a possible vegetation on the lead. No further adverse patient effects were reported.

Manufacturer narrative:
The products were disposed of by the hospital and will not be returned. A new system was successfully implanted. Should additional information become available, this event will be updated.